Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: dilatation catheter: 3.0x10 mm nc ryugen, guide wire: sion blue, stent: 2.5x23 mm xience prime. (B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery (rca) and a lesion in the left anterior descending (lad) artery. A 2.5x23 mm xience prime stent was successfully implanted in the lad. Pre-dilatation was then performed at the rca and a 3.0x33 mm xience prime stent was implanted. Post-dilatation was performed with a 3.0x10 mm non-abbott balloon catheter. After post-dilatation, an edge dissection was noted at the distal edge of the 3.0x33 mm xience prime stent. A 3.0x28 mm xience prime stent was implanted to cover the dissection. There was no adverse patient sequela and no reported clinically significant delay in the procedure. No additional information was provided.